Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed passed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).